Manufacturer narrative:
Twenty-six (26) new. List #mc33547, 6" were returned for evaluation. As received no physical damage or anomalies were observed, no mating device was returned for evaluation. All the returned sets were primed and no leaks from the 0.2-micron filter vent or any other location was confirmed. Complaint of leaks cannot be confirmed based on the physical sample evaluation. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 7/18/2024.

Event description:
The event occurred on an unspecified date and involved a 6" smallbore trifuse ext set w/3 microclave® clear, 2 check valves, 0.2 micron filter, 3 clamps (white, blue, yellow), rotating luer where it was reported that it is faulty and filter leaking. There was unknown patient involvement and unknown harm.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.